Manufacturer narrative:
Method & result segments per attached evaluation results which supplements previously provided evaluation summary.(B)(4).

Event description:
It was reported that revision surgery had been scheduled due to metallosis.